Event description:
It was reported that vessel dissection and death occurred. The patient's vascular anatomy was severely calcified, normal tortuosity with small vessels diameter the dilator from the 14 f isleeve introducer sheath was introduced appropriately with some resistance felt when it was advancing into the femoral and iliac routes. The patient's hemodynamics 'got worse'. An iliac dissection was noticed. The dissection was treated by the vascular team with a stent. The patient died during the procedure. The cause of death is unknown.